Event description:
Unknown date. Machine secretes excessive ozone odor. CPAP machine smells of ozone. Causing headaches and persistent cough. I stopped using both the soclean and the CPAP because of this. Reference report: mw5149718.